Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there were leaking trocars and sleeves. The surgeon finished the case with the same trocars and sleeves as she started with. There were no patient consequences.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 468 mg/dl and 104 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.